Event description:
It was reported that the patient underwent a revision approximately 11 weeks post-implantation due to infection.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4):D10:Item # Unknown, Unknown Humeral Stem, Lot # Unknown.Item # Unknown, Unknown Humeral Tray, Lot # Unknown.Item # Unknown, Unknown Humeral Bearing, Lot # Unknown.Item # Unknown, Unknown Glenosphere, Lot # Unknown.G2: Foreign - Event occurred in Australia.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.